Manufacturer narrative:
E1: first name of initial reporter is unknown. G2: country of origin is japan. G4 510(k)#: please note that this product c01a-j (bone cement c01a-j hv-r japan) is not marketed in the united states; however, it is similar to the united states marketed device c01a (kyphon hv-r bone cement - us) with 510k# k041584. This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions. H6: neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the healthcare professional via a manufacturer representative regarding a device used for balloon kyph oplasty (bkp). It was reported that it was a bkp procedure for an l4 vertebral body fracture. Cement was prepared according to the instructions for use, but hardening had progressed to the extent that it could not be filled into the bfd. Therefore, a new balloon kit, mixer, and cement were opened. There was no patient involvement reported. There were no further complications reported regarding the event. Additional information was received as the issue occurred on the back table for setting in the operation time frame. Although the patient was in the operation room, there was no health impact.